Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The bayonett geometry is completely deformed. Both bayonett wings are broken off. One has provided with the faulty sheath. One is missing. Manufacturing date: december 2006. Conclusion: deformation of the bayonet pre damaged the wings. Several other damages are in this area. The damage is clearly visible from the outside. Corresponding warnings are already in the IFU. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a metal outer sheath, insulated, 36 cm. According to the information received, during use intraoperativly a small part of this instrument was discovered to be missing (it was present at commencement) assumed that it remains inside the patient. Information about patients health was not provided. Additional patient information is not available.